Event description:
It was reported that this patient experienced an electric storm. A follow up occurred and an alert was seen and premature battery depletion was suspected. A request for technical services (ts) review was needed. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: there was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of atp delivered when not required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device complaint was a known inherent risk of the device.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem, outcomes attributed to adverse event, type of reportable event, and describe event or problem fields.

Event description:
It was reported that this patient experienced an electric storm. A follow up occurred and an alert was seen and premature battery depletion was suspected. A request for technical services (ts) review was needed. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted to date. No adverse patient effects were reported.

Event description:
It was reported that this patient experienced an electric storm. A follow up occurred and an alert was seen and premature battery depletion was suspected. A request for technical services (ts) review was needed. The subcutaneous implantable cardioverter defibrillator (s-ICD) was subsequently explanted and it was noted that the device declared end of life (eol). No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced an electric storm. A follow up occurred and an alert was seen and premature battery depletion was suspected. A request for technical services (ts) review was needed. No adverse patient effects were reported. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted.